Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2022 as no event date was reported. Initial reporter name and address: the health care facility name is (B)(6). Health care facility address: (B)(6) canada. The physician's name is unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a flexible ureteroscopy procedure on (B)(6) 2022. During the procedure the shrink sleeve detached. The procedure was completed with the same original guidewire. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a flexible ureteroscopy procedure on (B)(6) 2022. During the procedure the shrink sleeve detached. The procedure was completed with the same original guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2022 as no event date was reported. Block e: the health care facility name is (B)(6). Health care facility address: (B)(6). The physician's name is unknown. Block h6 (device codes): device code a0501 is being used to capture the shrink sleeve detached. Block h10: the returned sensor wire was analyzed. The returned product was found with its sections complete (urethane tip, sleeve and ptfe coil); however, the ptfe was peeled at the long of the sheath. The initial reported event was not confirmed. Based on the condition of the returned device, engineers determined that the problem observed are related to the handling/manipulation, excess of force applied to the device or probably caused when the user used the device. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event.